Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The returned neurotherm generator was unable initialize and the screen remained white when the generator was powered on. Further investigation revealed the issue was isolated to the microprocessor located on the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure the neurotherm generator was booting to a blank white screen. The issue was not resolved and the procedure was cancelled.